Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion malfunction was verified. The alleged battery charging malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted quickly and the pump shut off. In addition, the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose (bg) level was 500 (mg/dl). Manual injections were administered to address bg level. Review of the pump history during troubleshooting with tandem technical support determined that battery fully depleted from 85% within two days. Reportedly the customer had manual injections as alternate insulin therapy.